Event description:
The customer was performing type and screen testing on the ortho provue analyzer when they noticed that the dilution cup was overflowing and the probe was leaking.

Manufacturer narrative:
The customer was performing type and screen testing on the ortho provue analyzer when they noticed that the dilution cup was overflowing and the probe was leaking. No definitive root cause was identified for the reported incident. The ocd field engineer was unable to identify a malfunction of the instrument. Therefore, no repairs were needed to return the analyzer to expected operation. No death or serious injury was reported as a result of this incident. No erroneous results were reported. Dilution cup overflow is a potential biohazardous spill. The possibility of physical contamination and injury exists through contact with the waste fluid, which contains biohazardous material. Proper ppe (personal protection equipment) must be worn at all times in a laboratory setting per glp's (good laboratory procedures) and product labeling. If laboratory procedure is followed at all times, and ppe is worn, the risk of death or serious injury due to contact with biohazardous material is remote. If a probe drips fluid into a reagent, depending on the specific reagent diluted, a false negative blood type or antibody screen (due to the diluted red cell reagent product) could occur leading to the inadvertent transfusion of incompatible blood could lead to a hemolytic transfusion reaction in a susceptible patient. The likelihood of serious injury is not remote. Based upon the available information. Provue malfunction cannot be ruled out. Therefore, event is reportable.